Event description:
It was reported that a patient developed irritation of the mouth with localized redness after use of a denture fashioned using selectaplus. The patient had allergy testing performed, and tested positive for an allergy to the material; there is no indication that intervention was required to treat the symptoms.

Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Considering this and because the patient tested positive for an allergy to the material used, this event meets the criteria for reportability. Please note that while the product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. No investigation is necessary since the patient tested positive for an allergy to the material.